Manufacturer narrative:
Not returned to manufacturer.

Event description:
Fever [pyrexia], pain, route of administration subcutaneously [incorrect route of drug administration]. This serious spontaneous report was received from a physician in (B)(6). This report concerns a (B)(6) male who experienced fever, pain and wrong route of administration during treatment with subcutaneous euflexxa (sodium hyaluronate) solution for injection 1 %, 1 df, weekly for three weeks, for osteoarthritis from an unknown start date. On an unknown date, the patient experienced route of administration subcutaneously. On (B)(6)2016, the patient experienced fever and pain. Patient had a history of left hip arthropathy requiring a hip replacement. The patient had two successful injections with synvisc in the past but reacted with a flare on the last injection and as a result the physician ceased synvisc and initiated euflexxa. The patient was going well with the first two injections of euflexxa but on the 3rd injection, three days after the injection, the patient experienced evolving significant pain which worsened yesterday - and also became febrile. The patient was admitted to hospital an unknown date due to fever and pain. Further note 25-jan-2017 - patient had open washout of hip joint mon (B)(6) 2016. Fluid cultures grew streptococcus mitis - fully sensitive. Treated via PICC line with IV antibiotics until (B)(6) 2016 when the PICC line was removed. Fevers responded quickly - settled over several days. Continues on oral antibiotics and is near completion of 6 week course - for review this week. Patient conveyed today that his pain has (since early jan) now improved to a level that it is the best it has been over the last 12 months. Patient is back at work. Action taken to euflexxa was not applicable - had completed course. On an unknown date, the outcome of pain was not recovered, the outcome of route of administration subcutaneously was unknown. On (B)(6) 2016, the outcome of fever was recovered with sequelae. The patient`s medical history included left hip arthropathy and hip replacement. Patient had open washout of hip joint (on (B)(6) 2016). There was not reported any concomitant medication. At the time of reporting the case outcome was unknown. Additional information was received on the 25-jan-2017 from the initial reporter: intensity, start and stop date and outcome of events updated. Procedure added. Action taken changed from dose not changed to not applicable. Reporter name updated from initials to full name. Treatment added to narrative and narrative updated accordingly also with course of events. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related other case numbers: (B)(4). This ae occurred in (B)(6) and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU or efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators. (B)(4).

Manufacturer narrative:
Not returned to manufacturer.

Event description:
Fever [pyrexia]. Pain. Route of administration subcutaneously. This serious spontaneous report was received from a physician in (B)(6). This report concerns a (B)(6) male who experienced fever, pain and wrong route of administration during treatment with subcutaneous euflexxa (sodium hyaluronate) solution for injection 1 %, 1 df, weekly for three weeks, for osteoarthritis from an unknown start date. On an unknown date, the patient experienced fever, pain and wrong route of administration. Patient had a history of left hip arthropathy requiring a hip replacement. The patient had two successful injections with synvisc in the past but reacted with a flare on the last injection and as a result the physician ceased synvisc and initiated euflexxa. The patient was going well with the first two injections of euflexxa but on the 3rd injection, three days after the injection, the patient experienced evolving significant pain which worsened yesterday - and also became febrile. The patient was admitted to hospital. The patient was hospitalised on an unknown date due to fever and pain. Action taken to euflexxa was dose not changed. The patient`s medical history included left hip arthropathy and hip replacement. There was not reported any concomitant medication. At the time of reporting the case outcome was unknown. Overall listedness (core label) is unlisted. Reporter causality: related company causality: related other case numbers: (B)(4). This ae occurred in (B)(6) and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it did not occur in a EU or efta country and did not result in a corrective action by the manufacturer no corrective action was done by the manufacturer or requested by regulators. (B)(4).